Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional information indicates the replacement of this lead extension was elective. There is no device malfunction; therefore, this device is no longer considered reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 to replace the lead extensions. Therapy was restored post-operatively.